Manufacturer narrative:
A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. Per the customer, the device sample will not be sent back for evaluation. Since the sample was not returned for examination, we are unable to determine a root cause for the reported event. If additional information is received, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing site. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 2/01/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an adverse event with a dialysis catheter. The customer states that the patient got an infection around 6 months after insertion.